Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 600 mg/dl. The customer experienced high blood glucose levels for three days prior to being hospitalized. The customer also experienced vomiting, headache and shortness of breath. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer stated that the insulin pump had a crack along the reservoir compartment. Advised the customer that the insulin pump would be replaced. Nothing further was reported.